Event description:
My doctor prescribed me a libre 3unit and instructed that I purchase waterproof bandages to cover it to keep it in place and from getting wet I purchased a box of cvs waterproof adhesive bandages 10 per box 2.1x 3 in. I applied the bandage and showered. The next day I began to notice that where the bandage was felt irritated I removed it to a blistering red and swelled area the size of the bandage.